Manufacturer narrative:
Please note that after the investigation, the case was re-assessed and it was found to be usage related without a product defect, and low risk. Manufacturing evaluation - the instruments arrived in a decontaminated condition and they are available. The broken off foot plates are missing. They were clean with visible damage. Two instruments have bent foot plates and 2 have broken foot plates. Investigation - the investigation was carried out visually and microscopically. We made an optical inspection of the fracture surface. No anomalies were detected. Furthermore, we closed the jaw and discovered gaps, bent foot plates, and material deformations. We also found visible damaged cutting edges. Batch history review - the device quality and manufacturing history records have been checked for all the lot numbers and found to be according to the specifications, valid at the time of production. One similar incident has been files with product from batch 52498400 (cc 400439818); no similar incidents have been filed with products from the other batch. Conclusion and root cause - the root cause of the problem is most likely usage related. Rationale - according to the quality standard and device history records (DHR) files a material defect and production error can be excluded. No pores or inclusions could be found on the point of rupture. Investigations lead to the appearance that breakage and the bent footplates were caused due to an improper handling by a mechanical overload situation. This could have been caused by levering or turning movements with the instrument. This led to bent foot plates and deformations, and shows compressed and stretched material. There is also the possibility for pre-damage or similar due to previous surgeries by overstraining. A mechanical overload situation could also lead to the visible damaged cutting edges. The instrument is for delicate use only. Furthermore, according to the instructions for use (IFU) the following points and warnings must be observed: - kerrison bone punches with the thin foot plate are identified with a gold-colored distal working end/gold-colored plug-in, and the label "for delicate use only" damage or destruction of the product due to incorrect handling! - use the product according to its intended use - avoid overstraining the product by turning or levering during the punch motion (especially applies to kerrison with thin foot plate) - use kerrison with thin foot plate only for removing small, soft bone parts and soft tissue - punch out only as much tissue as the cavity between the foot and slider part can accommodate.

Manufacturer narrative:
No product at hand. Batch history review. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: no product available and therefore it is hardly possible to determine an exact conclusion and root cause. We assume that the cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage related. Rationale: according to the quality standard a material defect and production error can be excluded. Without the product we cannot determine the exact cause. There is the possibility for a usage error due to an improper handling. Possibly a mechanical overload situation could have caused by levering or turning movement with the instrument. There is also the possibility for pre-damage or similar due to previous surgeries by overloading. The instrument is for delicate use only. If further investigation s are required, the product should be provided for examination. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported the tips bend or break. It was reported that four kerrisons that were noted to be bent or broken during an anterior cervical fusion. This incident did not cause or contribute to serious injury or death. This incident did cause a less than 5 minute delay in surgery. No additional intervention was required. It is unknown which tips were bent and which tips were broken. It is also unknown if the device malfunctions occurred in the same procedure. Multiple attempts have been made requesting additional information, a response has not been received. This report is for the second instrument.